Manufacturer narrative:
A picture and video were received for evaluation following biosense webster's procedures. According to the picture and video provided by the customer, no magnetic issues were observed on the carto 3 screen. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No issues or errors were observed. A manufacturing record evaluation was performed for the finished device number lot 31233163l and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the magnetic issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the reddish material and hole on the surface of the pebax. Investigation findings: appropriate term/code not available (c22) / investigation conclusions: no problem detected (d14) were selected as related to the photo and video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that during the operation, a magnetic sensor issue/error was displayed. A second device was used to complete the operation. There was no adverse event reported on patient. The magnetic sensor error issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 08-jul-2024 there was reddish material and a hole in the surface of the pebax. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 08-jul-2024.